Manufacturer narrative:
H.10: through follow-up communication under previous similar complaints received from the same hospital, livanova learned that the device was cleaned and maintained regularly per the instruction for use. The device is placed inside the operation theater during use with the fan of the device positioned opposite to the patient at an estimated distance of 3 meters from the surgery field. The device will undergo deep disinfection in order to solve the reported contamination. No further information is available and the root cause could not be determined.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in rozzano, (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. The customer required deep disinfection to solve the reported issue.there is no known patient involvement.